Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012637273); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter, the valve was checked and some stiffness was noted at the base of the valve. During valve loading, the valve was loaded without any resistance and appeared well fitted. Upon the first deployment attempt, an infold was observed. Subsequently, the valve was recaptured; however, the physician noticed the delivery catheter system (dcs) did not make the audible "click" sound when the valve was recaptured. The system was withdrawn and the valve was reassembled, but the infold remained. Therefore, a new transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: five static images were provided for review. The patient had a moderately calcified aortic valve with an annulus perimeter measuring 87.6mm with a perimeter derived diameter of 27.9mm suggesting a 34mm valve. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. There is no evidence or documentation stating that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. During the first deployment attempt, an infold was evident. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that a new system was used. It was reported that during recapture, the audible tactile indication was not heard; the valve was withdrawn from the patient and reassembled. During implantation attempt, the infold persisted. Of note, as stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, do not use the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. It was reported that a new valve was used to complete the procedure. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.